Event description:
According to the reporter, a patient underwent a study four to five years ago and still has a retained capsule. There is no patient or study information available. The patient has consulted her physician and surgeon who is aware of the capsule and has elected not to remove it. No other known adverse events were reported.